Event description:
Customer reported via phone call that the insulin pump alarmed button error. The device was not exposed to moisture. Blood glucose value was 78 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, scratched on the reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.